Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. The clinic noted noise on the lead and a drop in r-wave sensing. Fluoro revealed externalized conductors. On (B)(6) 2017, the lead was capped and replaced. Patient had no complications.